Manufacturer narrative:
(B)(4). Complete UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "needle and swg introduced without difficulty; confirmed venous placement; positioning of swg in internal jugular vein confirmed via ultrasound; then incision made with a blade at skin level without touching the swg (non-sharp edge close to swg and sharp edge opposite). Dilator introduced without great difficulty despite thick dermis, then removed without deformation. Central catheter inserted over swg with good venous return. On removal of swg, long length (distal part, heart side) emerged as "unraveled" or "peeled" without its outer layer. However, the swg came out in one piece, straight, not curved or otherwise deformed. An ultrasound was done immediately, followed by radiological examination which revealed a hyperdense image corresponding to part of the swg still inside the patient (from 5 mm under the skin opposite the puncture point to the junction of the superior vena cava). Removal of the central venous catheter. The patient was taken to the operating room for removal with forceps after incision under local anesthetic. Removal aided by ultrasound and then image intensifier. The part was removed by the surgeon in a single, undistorted piece of 15-20cm, corresponding to the outer layer of the swg (flexible and graduated). A new cvc was inserted by the surgeon."

Manufacturer narrative:
(B)(4). Corrected data: section d.4.-lot # corrected to 71f24d1015. Section d.4.-UDI# corrected to (B)(4). The customer returned one guide wire and lidstock for evaluation. The catheter was not returned. Visual examination revealed the coil wire was separated around the middle of the guide wire, which exposed a large section of the distal end of the core wire. This resulted in the distal j-bend to be misshapen. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld; however, the core wire was still attached to the separated portion of the coil wire. Both welds appeared full and spherical. Kinking was also observed on the guide wire; however, the customer indicated that this was a result of the sample being placed inside a small box during shipping. The broken core wire from the proximal weld to the point of separation on the core wire measured 452mm, which is within the specification of 450mm-458mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the severity of the separation. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and device history record reviews did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "needle and swg introduced without difficulty; confirmed venous placement; positioning of swg in internal jugular vein confirmed via ultrasound; then incision made with a blade at skin level without touching the swg (non-sharp edge close to swg and sharp edge opposite). Dilator introduced without great difficulty despite thick dermis, then removed without deformation. Central catheter inserted over swg with good venous return. On removal of swg, long length (distal part, heart side) emerged as "unraveled" or "peeled" without its outer layer. However, the swg came out in one piece, straight, not curved or otherwise deformed. An ultrasound was done immediately, followed by radiological examination which revealed a hyperdense image corresponding to part of the swg still inside the patient (from 5 mm under the skin opposite the puncture point to the junction of the superior vena cava). Removal of the central venous catheter. The patient was taken to the operating room for removal with forceps after incision under local anesthetic. Removal aided by ultrasound and then image intensifier. The part was removed by the surgeon in a single, undistorted piece of 15-20cm, corresponding to the outer layer of the swg (flexible and graduated). A new cvc was inserted by the surgeon."